Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown at which process step and in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation. The right force sensing resistor (fsr) was found to be damaged. The right fsr was replaced to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.